Event description:
It was reported that prior to case, the dyonics ii controller ports presented electrical short. No patient injury reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed and observed no issues. A functional evaluation revealed a hand piece stall error message in ports a and b. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include connecting a hand piece that is still wet from sterilization processing or connecting a shorted out hand piece causing damage to the main board. Unit passes functional testing after a known good main pcb was installed.